Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "valve leaked when squeezed". Device has been explanted.

Event description:
Healthcare professional reported a right side deflation and later reported "valve leaked when squeezed". The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; curved opening, broken valve seat, fold creases. The leak test and microscopic analysis was performed which identified; total (95%) delamination of diapherm flange disk assessed as adhesive failure, broken valve seat with sharp edge assessed as unidentified(tear) opening, a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool, a sharp opening assessed as unidentified(tear) opening, and delamination of diapherm flange disk assessed as adhesive failure.